Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the malfunction and a malfunction code of malf 16 displayed, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer switched to an alternate form of insulin therapy using multiple daily injections (mdi) while a replacement pump was arranged. The technical support team confirmed the shipping address and instructed the customer on how to switch the pump to storage mode before returning it. The customer was asked to return the problematic pump using a prepaid label within ten days, and they understood and acknowledged these instructions.